Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the float switch was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the water tank cover cracked and leaked. Faded line cord. Per functional testing, the float switch was not broken. The float switch was working and alarmed fine. Another problem was found: the water tank cover cracked and leaked. Faded line cord. The complaint was unconfirmed; the device tested, and flow switch operated as intended. However, noted a water leak from cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover and line cord. Replaced reservoir gasket and o-rings for preventative maintenance (pm). Perform pm and calibrated. The device passed all functional and delivery tests.